Event description:
Boston scientific received information that this patient experienced syncope, and four spontaneous shocks. It was unknown the cause for syncope. There were no additional adverse patient effects reported.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) remains in service. At this time there is no additional information. Should additional information become available this report will be updated.